Event description:
Lithotriptor used to retrieve stone. Unable to crush stone or remove lithotriptor from stone. Attempted to use a inflation device handle to break lithotriptor tip without success. Lithotriptor internal wire broke approximately 3-4 feet from mouth. Unable to remove wire/basket. A different lithotriptor device borrowed from another hospital was used to crush stone and remove lithotriptor wires.